Manufacturer narrative:
Date sent: 4/2/2009. Information anticipated, but unavailable at this time.

Event description:
It was reported that during a laparoscopic adrenalectomy procedure, the device's tissue pad split in half. Another device was used to complete the procedure. There was no adverse consequence to the patient.